Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the patient anatomy distal to the suture sleeve tied down impressions. Electrical testing did not find any indication of conductor fracture or internal shorts.